Event description:
The user discovered questionable ion selective electrode (ise) results for 32 patient samples when a doctor questioned the results for one patient sample. Of the provided data, the results for 20 samples were discrepant. The repeat testing was performed on cobas c501 analyzer serial number (B)(4) (core serial number (B)(4)). All results are in mmol/l. Patient sample 1 initial sodium result was 130 with a data flag and the repeat result was 136. Patient sample 2 was from an (B)(6) female. The initial sodium result was 126 with a data flag and the repeat result was 134. Patient sample 3 was from a (B)(6) old female. The initial sodium result was 128 with a data flag and the repeat result was 136. Patient sample 4 was from a (B)(6) female. The initial sodium result was 130 with a data flag and the repeat result was 137. Patient sample 5 was from a (B)(6) male. The initial sodium result was 118 with a data flag and the repeat result was 124. Patient sample 6 was from a (B)(6) female. The initial sodium result was 126 with a data flag and the repeat result was 132. Patient sample 7 was from a (B)(6) male. The initial sodium result was 124 with a data flag and the repeat result was 132. Patient sample 8 was from a (B)(6) female. The initial sodium result was 133 with a data flag and the repeat result was 140. Patient sample 9 was from a (B)(6) male. The initial sodium result was 122 with a data flag and the repeat result was 130. Patient sample 10 was from a (B)(6) male. The initial sodium result was 129 with a data flag and the repeat result was 136. Patient sample 11 was from an (B)(6) female. The initial sodium result was 130 with a data flag and the repeat result was 139. The initial chloride result was 90.5 with a data flag and the repeat result was 100. Patient sample 12 was from a (B)(6) female. The initial sodium result was 128 with a data flag and the repeat result was 135. Patient sample 13 was from a (B)(6) female. The initial sodium result was 130 with a data flag and the repeat result was 136. Patient sample 14 was from a (B)(6) female. The initial sodium result was 118 with a data flag and the repeat result was 128. The initial chloride result was 83.1 with a data flag and the repeat result was 95. Patient sample 15 was from a (B)(6) female. The initial sodium result was 130 with a data flag and the repeat result was 140. Patient sample 16 was from a (B)(6) male. The initial sodium result was 133 with a data flag and the repeat result was 140. Patient sample 17 was from a (B)(6) male. The initial sodium result was 123 with a data flag and the repeat result was 132. Patient sample 18 was from a (B)(6) female. The initial sodium result was 127 with a data flag and the repeat result was 133. On (B)(6) 2012, patient sample 19 was from a (B)(6) female. The initial sodium result was 119 with a data flag and the repeat result was 136. The initial chloride result was 90.5 with a data flag and the repeat result was 105. Patient sample 20 was from a (B)(6) female. The initial sodium result was 133 with a data flag and the repeat result was 140. The initial results were reported outside the laboratory. Corrected reports were issued for all patient samples. It was unknown if any patients were adversely affected. The sodium electrode lot number was n31 with an expiration date of 12/31/2012. The chloride electrode lot number was z73 with an expiration date of 12/31/2012. The field service representative determined there was electrode drift after a reagent bottle change over. Recalibration with a new internal standard solution corrected the issue. To verify the analyzer operation, he ran precision testing with all values in range and the customer ran calibration and qc with all results in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Conclusion (other)-the field service representative determined there was electrode drift after a reagent bottle change over.